Event description:
It was reported to philips unit shut down in the midst of patient care. The device did have patient involvement at the time the issue was discovered as the device was being setup for use however, device was not providing therapy and there was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Biomed stated, the unit was getting ready to go on patient and while they were setting it up, the unit shut down. The respiratory therapist stated it did not alarm. While philips remote service engineer (rse) troubleshot with biomed, it was verified the 24 volts was present, and the battery volts was at 12.58, and after 2.5 hours, the battery volts was now at 12.72. Biomed confirmed the battery manufacture date is july 2018. While in ventilator, biomed did hear the alarm after he pulled out the power cord from alternating current (ac). Battery voltage was too low to operate on battery operation. Philips remote service engineer recommended to perform the performance verification test (pvt) and replace the battery and the power cord.

Manufacturer narrative:
The device was swapped out for another, with a slight delay but no harm to the patient nor medical intervention provided to the patient. It was concluded that the power cord was bad and was not allowing the battery to charge properly. The battery and the power cord were replaced to resolve the reported issue. The device passed required performance verification tests per philips standards.